Event description:
The physician was attempting to perform a cryoablation but the machine was not picking up the probe. The sales rep was called to address the problem, but the machine would still not recognize the probe. A second probe was opened and worked as expected, with no problems noted. There was no apparent injury to the patient.====================== health professional's impression======================unknown====================== manufacturer response for cryomaze clamp and surgical ablation probe, ats======================manufacturer provided rga# for product return evaluation.